Event description:
During a follow-up appointment, high threshold and oversensing were noted. An x-ray was performed and revealed that the lead was dislodged. The helix was cleaned, extended, and retracted to test the mechanism. Plastic material was then noticed in the helix. The lead was replaced and the patient was stable.

Manufacturer narrative:
The reported event were lead dislodgement, oversensing, high threshold and plastic material in the helix. As received, a complete lead was returned in one piece with the helix fully extended within specification. Visual inspection noted the helix of the durata sts lead was fully extended, and the steroid plug or the plastic material had shifted out of position. The reported events of the steroid plug out of position was confirmed while unacceptable and over sensing were not confirmed. The steroid plug shifted out of position. Electrical testing did not find any indication of conductor fractures or internal shorts.